Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead showed oversensing of noise on the egm. The oversensing led to inappropriate shocks and inhibition of therapy. The patient was tested with a holter monitor, and it showed pauses of 2 seconds with no shock therapy delivered. The patient was dependent on therapy, and he has atrial fibrillation (af) with slow ventricular response. Impedance measurements were stable. Noise was detected while the patient breathed, and it was sensed as ventricular fibrillation (vf). A boston scientific technical services (ts) consultant was contacted, and the consultant determined that the noise was due to diaphragm and abdominal muscles. A lead revision was recommended.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.